Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The accuracy test was run to test the reported issue. The reported "fails accuracy" problem was not duplicated. Test results of 1.68%, 1.99%, and 1.40% were all within the internal spec of +/- 3.0%. From data collected in the event log, calculations show an accurate correlation to the pump's programmed parameters. For the typical time the patient is receiving medication (about 24 hrs per infusion) there should be between 10 and 25 ml left in the bag. The pump will undergo standard periodic maintenance.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed for low volume when the bag still had plenty of medication in it. There was no patient involved.